Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a leaking cartridge, with insulin loss observed when approximately one-third of the cartridge remained, leading to hyperglycemia that persisted for over one hour; the user replaced the cartridge while continuing to use the same tubing and resumed insulin delivery, and the leaking cartridge lot number was provided. Symptoms included feeling unwell and elevated glucose readings. Outcomes included temporary interruption of normal glycemic control and the need for corrective insulin dosing using backup therapy of 8 units. Investigation included user interview, troubleshooting, and product history review. Investigation of this case revealed that the user was able to successfully change the cartridge with guidance and restore therapy, and the reported leaking component was discarded by the user, preventing further evaluation. It was concluded that the event was associated with a suspected cartridge leak and that user-led troubleshooting resolved the issue without medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.